Event description:
Reporter stated that caller from facility reported that unit had overfilled final containers. He based this on a source container of pooled electrolytes running empty after 6 bags of tpn had been compounded, when the source container volume should have been sufficient to fill 7 containers plus it had a 10% overfill. The caller said these were the first bags of the day to be compounded. He also said that to install a new transfer set, the tubing is not prestretched and the rotors on the unit are not turned. The report advised him to turn the rotors to ensure proper seating of the tubing. All programmed and volume delivered displays were in agreement. The caller was advised not to use the unit, which was swapped out. No pt involvement.